Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2024, moderate difficulty urinating was noted. This event has not been recovered/resolved and was reported as not related to the study device, but possibly related to the study procedure. On (B)(6) 2024, mild stress incontinence was noted. The stress incontinence was reported as not related to the study device but possibly related to the study procedure. This event has not been recovered/resolved. On (B)(6) 2024, moderate urinary tract infection was noted. Unspecified drug therapy was provided and the event was recovered/resolved without sequelae as of 26 jun 2024. On (B)(6) 2024, moderate urinary tract infection was noted again. Unspecified drug therapy was provided and the event was recovered/ resolved without sequelae as of 13 jul 2024. On (B)(6) 2024, the patient experienced another moderate urinary tract infection. The patient was instructed to take cranberry+ d-mannose sachets. This event has not been recovered/resolved. All urinary tract infections were reported as not related to the study device and unlikely related to the study procedure. An appointment is arranged for (B)(6) .2024. Additional information has been requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical intervention performed including medication name and results. Has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same) what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: stress incontinence. Admission date: blank: on (B)(6) 2024. Discharge date: blank: on (B)(6) 2024. Required in-patient hospitalization or prolongation of existing hospitalization: no/yes. Is the adverse event serious? (If yes, check all that apply): no/yes. Surgical procedure, therapy, or intervention: no/yes. Specify: blank: intrathecal bulkamid injection under local anesthesia on (B)(6) 2024. Severity: mild/severe. End date: blank: on (B)(6) 2024. Outcome: not recovered/not resolved; recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: urinary tract infection. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: possible intervention/treatment: non-surgical procedure, therapy, or intervention: granberry+ manose sachet outcome: recovered/resolved without sequelae. Adverse event term: urinary tract infection. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: possible. Intervention/treatment: drug therapy: yes. Other: yes. If other specify: granberry+ mannose tablets on(B)(6) 2024. Outcome: recovered/resolved without sequelae. Adverse event term: residual urine. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: probable intervention/treatment: non-surgical procedure, therapy, or intervention: yes. Specify: tvt tape splitting in local anaesthesia. Outcome: recovered/resolved without sequelae. Updated information received: adverse event term: urinary tract infection. Start date: (B)(6) 2024. End date: blank, (B)(6) 2024. Outcome: not recovered/not resolved, recovered/resolved without sequelae. Adverse event term: stress incontinence. Start date: (B)(6) 2024. Pro dry tampons were handed out and pelvic floor exercises were recommended on (B)(6) 2024.